Manufacturer narrative:
(B)(4). Final analysis found a partial lead was returned. An external abrasion was noted at multiple locations which breached the outer insulation and breached the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the right atrial lead exhibited an unspecified issue. The lead was capped and replaced. No additional information was reported.